Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Stuck inside me- vagina [foreign body in reproductive tract] quarter of the tampon broke away [device breakage] when I took my tampon out, quarter of the tampon broke away and was stuck inside me [complication of device removal] case narrative: consumer reported via e-mail that the tampon broke away during removal. No serious injury reported.